Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported volume to be infused too low which was reproduced during evaluation by troubleshooting the device. Evaluation observed output volume of infusion performed at a flow rate of 125ml/hr with a volume to be infused of 125ml to be 116.555ml, which deviates from the intended volume to be delivered by -6.76 percent; this deviation falls outside the plus or minus five percent margin. Visual inspection found the symptom to be caused by an out of adjusted pressure plates which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.